Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic gastroplasty, the device was unable to fire and the physician was unable to squeeze the handle while being applied on the stomach. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.